Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint that the "top half of the balloon did not inflate" is not able to be confirmed. The root cause of the complaint is undetermined. If the product is returned at a later date, a full investigation of the sample will be completed. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported by the clinical support specialist (css) via (B)(4) that a hospital staff called to report an intra-aortic balloon (iab) failure from "a week and a half ago". The first iab was inserted without issue, but the top half of the balloon did not inflate. The iab and sheath was removed over a wire and a second iab and sheath was placed without issue which functioned as expected. There was no report of patient injury or consequence.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by the clinical support specialist (css) via salesforce that a hospital staff called to report an intra-aortic balloon (iab) failure from "a week and a half ago". The first iab was inserted without issue, but the top half of the balloon did not inflate. The iab and sheath was removed over a wire and a second iab and sheath was placed without issue which functioned as expected. There was no report of patient injury or consequence.